Event description:
It was reported that during the procedure, the helix mechanism of this right atrial (ra) lead could not be extended when placed inside the patient. Multiple rotations were performed and manipulation of the lead, but to no resolve. The lead was removed and tested outside the patient, and the helix was able to be extended. The lead was attempted again and placed inside the patient, but the helix was still unable to extend. The lead was exchanged for a non-bsc device to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.